Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that while the device was in use on a patient, the avea ventilator displayed "high fio2" (fraction of inspired oxygen). The customer reported checking the fio2 delivery and confirming that it was stuck on 70%. The customer reported no patient harm or injury.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.